Event description:
After ambulating a patient, the "primary air activated" alarm on the console did not reset after plugging the console back to hospital air. The console was not drawing air from the primary tank, but the indicator light did not extinguish. An air tank was attached to the console to raise the input air pressure to approximately 55 psi, and the indicator light extinguished. The console was then attached to the hospital air and the light remained off. As of 10 january 2007, it is unk whether this issue is a malfunction, and this cannot be determined until completion of a failure investigation when the console is no loger supporting the patient, as it is possible that a fluctuation in the hospital air supply system resulted in the observed condition. The console is currently functioning as intended and poses no increased risk to the patient. This alleged failure mode did not poses a risk to the patient because it does not negate the ability of the console to continue to performe its life-sustaining functions.